Manufacturer narrative:
Failure analysis (fa) completed evaluation of the universal surgical manipulator (usm). Fa confirmed/replicated the reported issue during in house testing. The usm passed normal mode testing, but failed clockspring fiber test. The clockspring assembly will be replaced to address the issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the site called the technical support engineer (tse) and stated that arm 1 was not working. On site logs showed errors 1126 and 256 on armnet #1. The surgeon moved to the other console and it started working normally. The site did not do a hard reset as they were in the middle of a case. The procedure was completed as planned with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed repeated 1126 errors on universal surgical manipulator (usm) 1. Therefore, they replaced usm 1 and tested all arm nets using wheel status and gbit comm status. No further issues were found. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. Follow up MDR will be submitted with analysis findings. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.